Event description:
During rf procedure, error 06 occurred and the case was cancelled. This probe had been used between 6-10 times. No other info is available for this incident.

Manufacturer narrative:
Probe has not been returned for evaluation; therefore, no determination could be made for the reported device failure.